Manufacturer narrative:
Corrected fields; h6(conclusion code). The following investigation was performed by a technician of the maquet failure analysis and testing dept.(B)(6) : the failure analysis and testing dept. Received a front end board with a reported unit failure of an electrical power up code #12, a "trainer in use-not for clinical use" message, and multiple fault codes #108. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. Tested for 3 hours with no issues. No failure codes or error messages found. Fat was not able to verify the reported failure. This board is obsolete and not able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit failed multiple power codes which were associated to a front end board. The fse replaced the front end board and tested the unit over night and found no faults. The unit passed all functional and safety tests, and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6) rn calls stating she had just received an iabp patient from the cardiac cath lab. She states the pump suddenly starting alarming ¿trainer in use-not for clinical use¿. They verified no trainer/simulator is attached to the cardiosave. And switched consoles without issue. The pump in question started making a high pitch sound and was powered down. She was asked to power it back on and it immediately gave a ¿power-up test fails #12¿ message with high pitched squeal. Savannah stated the patient was not harmed due to this incident and they were able to resume therapy very quickly.